Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient always used foley catheters, and a new order had just been received. It was stated that there was a big length difference (back order, original order placed in april). The user advised that they were normally approx. 11" but all the new 12 catheters user had received were more like 8" and completely unusable. The representative checked our shelf stock, and all were the same batch and shorter length that the patient had received and complained about. The photo uploaded showing normal catheter and faulty shorter ones.

Manufacturer narrative:
The reported event is confirmed product transfer issue. Affected sample returned/photo have confirmed that 11¿ female foley catheters are being produced as 8¿ regular length female foley catheters. A DHR review is not required for this complaint. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient always used foley catheters, and a new order had just been received. It was stated that there was a big length difference (back order, original order placed in april). The user advised that they were normally approx. 11" but all the new 12 catheters user had received were more like 8" and completely unusable. The representative checked our shelf stock, and all were the same batch and shorter length that the patient had received and complained about. The photo uploaded showing normal catheter and faulty shorter ones.